Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon did not deflate, there was a vacuum, there was a rim of the balloon outside of the catheter, balloon did not deflate with the normal procedure with a syringe. Additional information: the device was in use 2-3 days. The balloon was inflated with nacl 20-40 cc. The balloon was not fully deflated during removal there was a rim that was sticking out above the catheter like a little wing, therefore it is sticking at the meatus of the urethra or the mouth of the urethra. One patient was proven he had after removing the catheter a urethra stricture, pain in the urethra meatus or mouth of penis. The balloon was removed using a 20 cc syringe.

Event description:
It was reported that the balloon did not deflate, there was a vacuum, there was a rim of the balloon outside of the catheter, balloon did not deflate with the normal procedure with a syringe. Additional information: the device was in use 2-3 days. The balloon was inflated with nacl 20-40cc. The balloon was not fully deflated during removal there was a rim that was sticking out above the catheter like a little wing, therefore it is sticking at the meatus of the urethra or the mouth of the urethra. One patient was proven he had after removing the catheter a urethra stricture, pain in the urethra meatus or mouth of penis. The balloon was removed using a 20cc syringe.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% inspection conducted for leak, balloon inflation and deflation for this manufactured product. One representative sample was received in unopened pouch. Sample was taken out from package and pouch; visual inspection was conducted to check on the sample free from defect or damages. Sample was inflated and deflated using syringe (without using saline water), to check is there any difficulties as per complaint above. The sample was inflated and deflated with quantity of air 1.5 times bigger than its capacity (45ml)). No difficulties for balloon to deflate found for the sample. Another test was conducted, which is, sample was inflated and deflated by using saline water. 30ml of saline water was inflated into the balloon and the time taken was measure. Same method was conducted to the balloon deflation. The both results showed no difficulties for the balloon to inflate or deflate. In conclusion, the complaint is null, due to all testing for difficulties of deflation is passed which is contradict with the complaint statement above.